Manufacturer narrative:
H2: additional information was received and updated in section b5. The date was corrected to 2026-jan-05 in section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue occurred intra-operatively during an l5-s1 posterior fusion with decompression. There was no delay in the case.

Manufacturer narrative:
H2, correction: additional report source added to g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the percutaneous pin, lot number: 2023051137, was returned to the manufacturer for analysis. The pin was able top fit easily into two bench perc pin reference frames. However, the perc pin would only fit into one of three bench perc pin adapters. The pin appears to be oversized. H6: codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the reference frame did not fit over the perc pin properly and was noted to be too small. The site used a different perc pin to bypass the issue. There was no impact on patient outcome. The length of delay in the procedure was unknown (B)(6) 2026 iud (rep): additional information was received. There was no delay in the length of the procedure.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.